Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he thinks that his insulin pump over delivered. Customer stated that he filled his reservoir with 100 units, and now the reservoir is low. Customer stated that he treated his high blood glucose with a manual injection. Nothing further was reported.